Event description:
Healthcare professional reported left side rupture, pain, and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed as fold flow opening. Capsular contracture: unable to observe as it is not related to the device. Additional observations: stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.